Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on (B)(6) 2024. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by an infusion set failure or some other failure along the fluid pathway that resulted in insufficient insulin delivery.

Event description:
On 10/21/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a high blood glucose (bg) event resulting in hospitalization. It was reported the event occurred "over the weekend" making the event date either 10/19/24 or 10/20/24. The cds reported the user was hospitalized over the weekend due to hyperglycemia, potentially caused by a kinked infusion set site. The user was using the convatec inset (23", 6mm) teflon infusion set. Multiple attempts by beta bionics customer care to contact the user to obtain additional event information have been unsuccessful.